Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal therapies. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, there was a break in aseptic technique described as the patient made mistake, did not wear a mask and area was not cleaned before starting pd. This was the cause of peritonitis. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The patient was treated with vancomycin injection, 1gm and amikacin injection, 100mg (loading dose and once daily for 7 days) for peritonitis. The home patient was reportedly recovering as of the date of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.